Manufacturer narrative:
B3: april 2025 the reported month and year, however exact day not provided. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found that the force sensor was out of calibration triggering the alarm. Testing also found that the device failed occlusion test due to the plunger being very loose. The force sensor was recalibrated, and the plunger was replaced in order to fix the issue.

Event description:
It was reported that the device had a system failure alarm. There was no patient involvement.